Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The mainframe system batteries was tested and found to be working as intended and returned to service.